Event description:
It was reported the patient experienced a loss of analgesia and a new pain in rectal area. The catheter had migrated from t11 to l5-s1. The catheter was revised. The patient recovered without sequela.

Manufacturer narrative:
Results: catheter.